Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the minicap cap connection on the transfer set was loose. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(40. Manufacture date 4/11/14-4/17/14. A companion sample was received for evaluation. Pressure testing was performed. Visual inspection was performed. Sample analysis did not verify the event. A review of all batch record documents was performed for associated lot number gd896845 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.